Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2016-02845 / 02846 and 3002806535-2016-00640). Device discarded.

Event description:
Patient underwent a left hip revision approximately 3 months post-implantation due to dislocation. There was a delay of 2 hours due to metallosis. During the procedure, the femoral head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information. Medical product - biomet taperloc femoral stem catalog#: 650-0563bm lot#: 3419138.